Event description:
Customer stated the cord by the switch smoked, and sizzled.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have caused it to smoke and sizzle. Upon further inspection it was found that the defect could not have caused by user misuse, and we were unable to determine the cause of this.